Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that the patient indicates that in (B)(6) of last year, they started having thoughts when they would have panic attacks. The patient reports that they turned the ins down to level 3 and then turned it back up a couple of weeks later and started increasing it again. They noticed that when they turned it up, it seemed like their brain would heal. The patient commented that they were on an oral medication that also had side effects of causing thoughts. The caller decreased and then stopped taking the medication. The patient noted they took themselves to the hospital in (B)(6) to stay for a while due to the thoughts they were having. The patient reported that the seizures increased when going off the medication, but they are slowly increasing the stimulation and that is helping to decrease the seizures.